Event description:
The pt reportedly lost lock between the implanted device and the external equipment. External equipment was exchanged and lock could not be achieved. The pt's device was explanted. The pt was reimplanted with another advanced bionic cochlear device.